Event description:
It was reported by svc report that the ground prong was missing from the power cord. The customer reported that they did not know if there was any pt involvement or if there were consequences to report.